Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when delivering the subject guidewire in the microcatheter and the guidewire fractured. The physician withdrew the guidewire and microcatheter and confirmed that the guidewire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when delivering the subject guidewire in the microcatheter and the guidewire fractured. The physician withdrew the guidewire and microcatheter and confirmed that the guidewire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker- updated . D9 returned to manufacturer on- updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was found to be broken in two segments. The guidewire was found to be broken/fractured at 11cm from the distal tip. In the proximal segment, the core wire was returned broken with no nitinol present on the wire. In the distal segment, the nitinol tubing was returned broken at the proximal bond junction with no core wire exposed. The guidewire ptfe coating was found to be peeling in multiple areas. The core wire distal end was observed through the distal tip dome and there were no anomalies found when the hydrophilic coating was hydrated. During the dimensional inspection, the guidewire length failed due to the damage. All other dimensions were within specification. A functional inspection for the reported guidewire friction and guidewire difficult to advance could not be performed due to the damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire friction and guidewire difficult to advance could not be confirmed; however, the analysis results are consistent with the reported event. The reported guidewire broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, a microcatheter was used in the procedure in conjunction with the subject device, the patient's anatomy was severely tortuous, and force was used when pushing the wire to overcome the resistance felt during the procedure. The fractured guidewire was withdrawn together with the microcatheter. Based on the analysis and information provided, it is possible that the patient's tortuous anatomy may have contributed to difficulty navigating the device during the procedure. It is probable that the guidewire experienced high tension and/or torsion forces when it was manipulated to overcome resistance inside the microcatheter, and this caused the wire to fracture at the distal tip. An assignable cause of procedural factors will be assigned to the as reported guidewire friction and guidewire difficult to advance, the as reported and as analyzed guidewire broken/fractured during use, and the as analyzed guidewire distal tip broken/fractured during use since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed guidewire ptfe coating peeling since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.